Event description:
It was reported that this right ventricular (rv) lead had pulled back and it was confirmed through xray. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Revision to the initial MDR in block b5 event description and h6 impact codes and this supplemental report was created to capture additional information.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Revision to the initial MDR in block b5 event description and h6 impact codes and this supplemental report was created to capture additional information. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead had pulled back and it was confirmed through xray. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had pulled back. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.